Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The blood glucose results were 50 and 180 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.